Event description:
It was reported that the transmitter is not flashing when connected to the sensor and it is fully charged. It was stated that the first sensor was not bent. Customer removed the second sensor and it was stated that the cannula was missing; cannula was never in the body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.